Event description:
It was reported that: "upon opening the implant, the distal portion of stem came through the inner and outer blisters of packaging."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.